Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The logs recorded that the site was in standard functional endoscopic sinus surgery (fess) procedure and did multiple trace registrations with multiple accuracy metrics. The best metric achieved was 3.4 millimeters (mm), but logs did not captured any other abnormalities which confirms the cause of the issue. The archive had 2 computed tomography (CT) exams, among them CT-1 loaded with warning "not optimal for stealth" due to irregular slice spacing and missing slices. The site did registration on CT-2 scans. There were total 7 registrations with multiple accuracy metrics. The site collected the trace points starting from tip of the nose and spread around the patient tracker on the forehead. The top the head was chopped off, and for all the registration done, it appeared that some amount of trace points were collected outside the scan region (approx. 1.5 centimeters (cm)) and few trace points were collected on the soft tissue regions like cheeks. Suspected the trace points collected outside the scan region might have resulted in reported registration difficulty. Hence, suggested site to collect trace points only on scan regions and to avoid collecting trace outside the scan region. However, from logs and archive could not conclude the cause for the reported registration difficulty. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A: patient information was received. B5: procedure information was received. E1: initial reporter information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that type of surgical procedure was functional endoscopic sinus surgery(fess). Medtronic imaging and navigation was aborted. A procedure delay of less than 1 hour was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735737 (software version: 2.1.0);  h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b17, c20, and d15 apply.  A0908 applies to alleged inaccuracy. A23 applies to trouble registering a patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was trouble registering a patient and alleged inaccuracy with the navigation system. The system was rebooted, and a new stealth was tried, but neither resolved the issue. The patient was present during these attempts. The length of surgical delay was pending. The patient impact or outcome was pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact on patient outcome, and the amount of inaccuracy was reported as over 4mm.